Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2022-13575. Mrn 9617229-2022-13575 was previously submitted to report right side rupture. This medwatch is being submitted to un-report rupture as it was confirmed to not have occurred on the right side. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: n/a; contralateral side rupture.

Event description:
Patient reported "rupture". Later healthcare professional reported "no complaint against the device". This record is for the right side. The device was explanted.